Event description:
Healthcare professional reports results higher than reference with the protime microcoagulation system. Protime generated 5.0 inr and reference laboratory result was 2.5 inr. Pt's therapeutic range: 2.0 - 3.0 inr. No adverse event (s) reported.

Manufacturer narrative:
(B)(4). No ncmrs identified for this instrument. Cuvette device history records reviewed and found to meet specifications. Itc has requested all data required for form 3500a.